Manufacturer narrative:
Additional information in h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set leaked from an unspecified location. This occurred during setup of peritoneal dialysis therapy. The patient stated that the leak looked like it was coming from the cassette film. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.